Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A registered nurse (rn), called into technical support requesting field evaluation on the device after a patient "went into cardiac arrest" during his hemodialysis treatment. His blood was returned, CPR was performed and the patient was transported to the emergency room. Follow up w/the rn indicated this patient was being dialyzed on the k@home at his nursing home. He was admitted there as a result of a cerebral bleed due to a motor vehicle accident. She stated he was under more or less "end of life" care. Prior to his treatment on the date of event, her assessment did not show anything unusual. His treatment time was ordered to be three hours. Approximately 1.5 hours into treatment, he became unresponsive w/no breathing or heartbeat. Up to this point, there were no unusual events or indications of impending cardiac issues. There were no unusual device alarms or product malfunctions nor were any alleged. He expired on (B)(6) 2015.

Manufacturer narrative:
Medical records were received and the results of the clinical investigation revealed the following: on (B)(6) 2015, approx 1.5 hrs into a 3 hr hd treatment, the pt became unresponsive, ent into cardiopulmonary resuscitation was administered, the pt was re-infused with all of his blood returned to him, and was transported to an emergency department and admitted to a hospital. On (B)(6) 2015, the pt expired. The received medical record does not contain dialysis treatment records, progress notes, physician orders, or medication records from the event or outcome dates. Lab data from (B)(6) 2015 showed bicarbonate 32 result. The received medical records did not contain a death certificate or an autopsy report. There is no documentation in the medical record supporting a possible association between the saline solutions, hemodialysis machine, extracorporeal circuit, dialyzer, acid bath, bicarbonate bag, and the event of cardiopulmonary arrest. The device was not returned to the MFR for physical eval. The customer was unable to provide the MFR with the lot number of the dialyzer used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The batch production records for these lots were reviewed. The batch records confirmed that released product met specs; and documented mfg process controls were within spec. Per the documented product investigation, there was no indication that the fresenius dialyzer caused, contributed to or was a factor in the reported event.

Event description:
Hemodialysis orders - dialysate: 3k+ 2.5ca+ acid bath; machine sodium: 140; machine bicarb 35; dialysate flow rate: 600; blood flow rate 400; dialyzer: f180nr; sodium modeling: no; treatment time: 3 hours.